Event description:
Heartmate 2 left ventricular assist device (lvad) patient presents with 4th gastrointestinal bleeding event requiring hospitalization, blood transfusions and endoscopic evaluation. Hemoglobin on admission 6.6; international normalized ratio (inr) 2.0. Aspirin has not been prescribed since first gi bleeding event. Five units of blood were transfused. Endoscopic evaluation included: egd (normal findings); colonoscopy revealed blood in left colon, but source was not identified; capsule study failed to identify bleeding source. Heparin to coumadin bridge completed, however we are now targeting lower inr goal 1.5-1.9 to reduce bleeding risk.